Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti (urinary tract infection)"), cystitis ("bladder infection"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine"), anxiety ("mental anguish/anxiety") and vaginal odour ("metallic and foul odor"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full) gall bladder surgery). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, anxiety and vaginal odour had resolved and the menorrhagia, urinary tract disorder, urinary tract infection, cystitis, headache, nausea, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal odour to be related to essure. The reporter commented: previously reported insertion date-2011 she had received treatment for following events" migration, chronic pelvic pain, dysmenorrhea, abdominal pain, back pain, menorrhagia, urinary problems, urinary tract infection, bladder infection, headaches, nausea, fatigue, anxiety, vaginal odor and migraine". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. New events added-¿ migration, pelvic pain, dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia, urinary problems, uti (urinary tract infection), bladder infection, headache, nausea, migraine, fatigue, mental anguish/anxiety and metallic and foul odor¿. Reporter¿s information, demographics, and essure insertion (date)/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.